Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the black rubber section area nearest to the controller having a break in it was not confirmed. The heartmate 3 system controller (serial number (B)(4) was not returned for analysis. Additionally, there were no photos, log files, or any other supporting documents submitted that would indicate an issue with the system controller or the power cables. Provided information stated that the system controller will not be returning. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-078300) was manufactured in accordance with manufacturing and qa specifications. Hsc-078300 was shipped from abbott on (B)(6) 2019. Heartmate iii instructions for use section 2 entitled system operations and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black rubber section nearest to the controller had a break in it. The ventricular assist device (vad) coordinator exchanged the controller.